Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable investigation results of stent shaft break. Block h11: the polaris loop ureteral stent was returned with positioner, suture and pouch for analysis. During the visual, media, and device under magnification inspection, it was found the stent detached, which confirm the reported event. It is possible to conclude that this issue could be caused by operational factors. If when the retrieval line gets entangled in the bladder coil and is removed using excess force, the stent can get detached or separated during the preparation affecting the performance of the device. Therefore, all compiled information on this investigation determines that the most probable cause is adverse event related to procedure, since the adverse event occurred during the procedure and the device had no influence on the event.

Event description:
It was reported that during unpacking, it was found that the stent was fractured. The procedure was completed with another of the same device and the patient condition following procedure was stable.